Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that she is prepping for case with this pt. Caller notes the pt has not been able to charge her ins and it is likely due to the orientation of the ins--caller states pt indicates the ins is standing upright. The caller states the pt met with physician previously and they tried to charge ins but were unsuccessful. Tss reviewed suture recommendations from implant manual and depth recommendations.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) and from a patient. It was reported that the patient was able to charge to 90% in the office. The physician assistant stated they did not have any difficulty connecting. A couple weeks later the physician assistant called in with the managing healthcare provider to report the patient was having a difficult time recharging their ins. They reported connecting to the ins, but then would lose coupling after a few seconds. The caller assessed the pocket and did not feel the stimulator. They thought they felt the stimulator, but then indicated they were palpating scar tissue. They believed the old ins pocket was used for the ins. It was discussed having the patient lie on their side to see if that improved getting a connection. A possible pocket revision if the issue persisted was also reviewed. The patient reported having this issue since implant. It was also reported the recharger was shocking the patient. Having a type of insulation between the recharger and the skin was reviewed. In the background, the patient confirmed they were charging directly over the skin due to poor coupling. A belt or t-shirt type material was recommended to be used as insulation between the recharger and the skin. The patient reported this had been occurring for the past two weeks.

Event description:
Additional information was received from the patient. They reported that they experienced a continuation of recharge difficulties and as a result, they had their system replaced on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reports that when the patient experienced a recharge coupling issue in the past and they realized the ins had flipped and was vertical. Pt had a revision on (B)(6) 2021 to correct this and it seemed to resolve the recharging issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the implant depth is approximately 1 inch. The cause of the difficulty maintaining connection to recharge was that the stimulator was not oriented properly in the pocket; this was most likely caused by implant depth. The steps taken to resolve this issue were noted to be "battery revision." The rep confirmed that the patient is successfully able to recharge the implant.

Manufacturer narrative:
Event date is approximate, the month is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a few weeks after implant the patient recharged with no problem. They told the patient to recharge every two weeks or once a month. The patient went to recharge for the second time and the recharger wouldn't pick up the stimulator. They had been trying to recharge for two weeks. They talked to medtronic representative over the phone this afternoon, who tried walking the patient through rebooting the recharger and that didn't work. The patient is supposed to have an MRI on friday and they couldn't recharge their implant. The patient reported a 1707/coupling issues error. The following troubleshooting steps were performed; dismissed code 1707, located the ins by looking for incision and/or palpating the ins (patient said they could feel stimulator when first put in and now not anymore), repositioned the recharger, moved the charger away from the lead, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of emi, and confirmed communicator is off while using the recharger. The patient would connect and it would say 0% stimulator charge, my therapy off, and excellent connection and then it would go to searching again. The recharger showed 70% charge. The patient tried turning off the volume to recharger. The issue was not resolved through troubleshooting. Patient services told the caller that they need to contact the sales representative back to let them  know patient services and the patient couldn't connect and that someone needs to meet the patient at the doctor's office. The doctor can't see the patient until august, and the doctor's physician assistant couldn't meet the patient until september. There were no patient complications reported as a result of this event.